Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. (B)(4). Philip's service engineer (se) inspected the device. The se replaced the touchscreen and performed calibrations. No parts were returned for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator had a faulty touchscreen. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 07feb2019. Date rec'd by MFR: 06feb2019. A touchscreen assembly was returned to philips for analysis. A visual inspection of the returned component was performed and the touchscreen assembly revealed evidence of cracks on the left bottom side of the screen. An investigation was performed and the product analysis technician reported that the root cause was isolated to the cracks on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.